Manufacturer narrative:
Medical device: product ID ddmb1d4 ICD implanted: (B)(6) 2017.

Event description:
It was reported the patient received a shock for ventricular fibrillation detection and that it was probable there was atrial tachyc ardia with rapid ventricular response. The remote monitor transmission that was initiated through the emergency department (ed) indicated the right ventricular lead threshold was high six days prior. A request for additional information was made and it was learned the patient was sent home from the ed; however, no other information was known or available. The device and lead remain in use. No further patient complications have been reported as a result of this event.